Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49-year-old patient was presented with st elevation myocardial infarction (stemi) and in cardiogenic shock (csg). A diagnosis catheter revealed a ninety-nine (99) % occlusion of the left main (lm) and severe disease in the mid/distal left anterior descending artery (lad) and circumflex arteries. It was reported that after the introducer and repositioning sheaths were removed, a hematoma was noted to be present at the insertion site with significant oozing. Manual pressure was held for twenty (20) minutes, however the site bleed continued. The patient was receiving intracoronary integrilin and the physician ordered a fem stop to be placed. Bleeding was successfully managed with fem stop placement.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.